Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the vividimage 4k surgical display and found that the monitor has been flickering. The technician sent the unit to be repaired. Following the repairs, the unit was tested, confirmed to be operating according to specification, and returned to the user facility. No additional issues have been reported.

Event description:
The user facility reported that the vividimage 4k surgical display has been flickering. No report of injury.